Event description:
It was reported that during a laparoscopic lobectomy procedure, everything went fine. Per the surgeon, there was no difficulty with the staple line. However, the patient was taken back to the operating room one day post-op due to bleeding. After the procedure it was discovered that the patient was hypertensive. When the patient was opened, they found that were the pulmonary artery had been stapled, blood was oozing at the base of the staple line. The surgeon sutured the area. The patient is scheduled to be released from the hospital on (B) (6) 2010. (B) (6). Additional information: the patient has been released. The patient is expected to have a full recovery. The staple line was intact during the case.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.